Event description:
Information received regarding the explanted device notes that the patient presented to the emergency room with bradycardia, intermittent loss of capture and 1480 ohms lead impedance.